Event description:
It was reported that the tubing on an interlink continu-flo set was split and disconnected from the back check valve while in its packaging prior to patient use. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation or if any additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: upon further evaluation of the device, visual inspection confirmed that the port on the check valve was found to be broken. The cause was not determined. If any additional relevant information is received, a follow up MDR will be sent.